Event description:
On 18apr2024, during harvest operations, when measuring the remaining cell volume in harvest wash output bag it was observed that the syringe plunger was detached from the syringe and all the content inside the harvest wash output bag spilled on the bsc a second event of syringe malfunction happened on that same day, 18apr2024. While measuring remaining volume in the neatcell output bag using a 30ml syringe, the plunger of the syringe detached from de syringe and a spill of volume occurred in the bsc. This is related to kg00030 30ml syringe - mtn1167489 - supplier order number (B)(4). On (B)(6) 2024, during sampling, approximately 0.2 ml of sample got stuck behind the plunger of the syringe, which resulted in 0.8ml of sample being dispensed into the cryovial. This happened also on 27sep2023. 27sep2023 becton dickinson - kg00026 3ml syringe - mtn1127326 - supplier order number (B)(4). 10may2024 becton dickinson - kg00026 3ml syringe - mtn1167390 - supplier order number (B)(4). Above mentioned issued have occurred more often I the past year but because this happened before impact, the syringe was replaced and no record was kept. I was wondering if other clients have reported similar issues with above mentioned syringes in the past year.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had leakage past the stopper. The following information was provided by the initial reporter: on (B)(6) 2024, during harvest operations, when measuring the remaining cell volume in harvest wash output bag it was observed that the syringe plunger was detached from the syringe and all the content inside the harvest wash output bag spilled on the bsc a second event of syringe malfunction happened on that same day, 18apr2024. While measuring remaining volume in the neatcell output bag using a 30ml syringe, the plunger of the syringe detached from de syringe and a spill of volume occurred in the bsc. This is related to kg00030 30ml syringe - mtn1167489 - supplier order number (B)(4). On (B)(6) 2024, during sampling, approximately 0.2 ml of sample got stuck behind the plunger of the syringe, which resulted in 0.8ml of sample being dispensed into the cryovial. This happened also on (B)(6) 2023. (B)(6) 2023 becton dickinson - kg00026 3ml syringe - mtn1127326 - supplier order number (B)(4) (B)(6) 2024 becton dickinson - kg00026 3ml syringe - mtn1167390 - supplier order number (B)(4). Above mentioned issued have occurred more often I the past year but because this happened before impact, the syringe was replaced and no record was kept. I was wondering if other clients have reported similar issues with above mentioned syringes in the past year. Additional information provided: no patient has been impacted. The issues interrupted our process but no patient impact.